Event description:
It was reported non-sustained lead noise episodes were observed while the patient was resting due to post-paced t-wave oversensing. The patient did not receive therapy during oversensing. Programming changes were recommended. The physician agreed with the changes but elected to wait for more events before reprogramming the device. The patient is followed by merlin.net.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.